Manufacturer narrative:
Info from the description of the event gives reason to believe that deviation from users manual has occurred prior to the malfunction of the actuator. Until actuator is returned for analysis no determination can be made as to what caused the actuator to break.